Event description:
Procedure type: pancreas. According to the reporter: while inserting and removing the gauze for organ retraction, the seal part broke and air leaked. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)..